Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The patient is a 68-year-old male who presented with acute myocardial infarction¿related cardiogenic shock and was taken to the procedural area for initiation of percutaneous coronary intervention. Upon arrival, his vital signs were notable for a systolic blood pressure of 86 mmhg, diastolic blood pressure of 61 mmhg, and a heart rate of 109 bpm. An impella cp device was successfully placed without complication. Approximately ten minutes later, at the start of pci, the patient developed pulseless electrical activity. Cardiopulmonary resuscitation was initiated immediately; however, the patient did not regain spontaneous circulation and was pronounced deceased in the procedural area. Limited clinical information is available, but the patient appeared to be critically ill, and his underlying condition likely contributed to the fatal outcome.